Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that an inflation line broke off when clinical personnel was deflating a portex siliconised pvc soft seal cuff tracheal tube cuff. It is unknown if a leak check was performed prior to use and unknown how long the device was in use. No patient injury was reported.

Manufacturer narrative:
One used portex® siliconised pvc, oral/nasal soft seal® cuff tracheal tube was received for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection of the returned device was conducted at a distance of 12" to 24" and under normal conditions of illumination and it was observed that the inflation line was detached. Further examination of the inflation line detachment, found that the cut was consistent with the inflation line being stretched until breaking; however, investigation was unable to definitively determine the root cause of the inflation line detachment. (B)(4).